Event description:
It was reported that the right ventricular lead exhibited noise reversions, high capture threshold of 3.0 v at 0.5 ms and low sensing threshold of 3-4 mv. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.